Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexplained high blood glucose over 400 mg/dl. Blood glucose reading was 443 mg/dl. Customer was treated with manual injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of the incident. Customer did the troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.